Event description:
A medtronic representative reported that, near the end of an ent procedure, the navigation system became unresponsive. The surgeon opted to discontinue navigation and completed the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. RMA issued. Replacement field generator shipped to site (B)(4) 2013. Site system was fully functional following replacement. Medtronic evaluation, (B)(4) 2013, of returned suspect device finds the field generator was connected to a test system with the ent application. Registration probe verified at .6mm. Verification, tracking, and accuracy with this tool looked normal. The emitter was connected to a test system with the cranial application. Tracking inside the too close-too far parameters looked normal. The emitter passed the pegboard test with an error of 2.335 mm. Flexing the cable does not indicate any intermittent opens. Fully functional. No fault found. Issue could not be duplicated.